Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that battery has died before receiving low battery alert. The customer's blood glucose level was unknown. The customer also received scratches on the screen of insulin pump, no delivery alarm, louder rewind noise and squirting of insulin during priming. The device will not be returned for analysis.